Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the device and confirmed the following; after energizing the device twice for 60 minutes, the monitor screen became black once. In addition, when the video connector was heated with a hairdryer, the monitor screen became black. The reported event may have been caused by a damaged electronic component inside the video board, as the image malfunction occurred due to prolonged energization and overheating of the video connector. The exact cause of damage to electronic component could not be conclusively determined, however, it may have been damaged due to deterioration, overcurrent, or static electricity, because the video board has not been repaired or replaced since the device was delivered to the user facility in december 2017. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation. The user previously sent the device to olympus service operation repair center (sorc) for repair due to poor connection, but sorc returned the device to the user facility without repair because the phenomenon did not reappear. After the device was returned to the user facility and delivered, the reported image malfunction occurred and the user requested investigation of the cause. The user also reported that the device had been autoclaved sterilized. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the monitor screen became black and the endoscopic image was not displayed. The device was used with the olympus video system center otv-s190 and the light source clv-s190. The user replaced the device to another device and completed the intended procedure. There was no report of patient injury associated with the event.